Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previous non-medtronic surgical valve, the valve was implanted at zero depth. An echocardiogram showed moderate paravalvular leak (pvl). It was determined that the valve was implanted shallow, therefore a second transcatheter bioprosthetic valve was implanted at a depth of 3mm/3mm. The moderate pvl remained. The physician determined the pvl was around the surgical valve. No additional adverse patient effects were reported.